Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinders were removed and replaced because the device was no longer working. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. All the components were visually and microscopically examined, and leak/functionally tested. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies and the pump did not pass the activation tests. Based on the information available and analysis results, the activation problem identified in the pump could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinders were removed and replaced because the device was no longer working. No patient complications were reported.